Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a broken stent ring and an endoleak in the stent graft were noted approximately 1 month ago (MFR report # 2953200-2011-01374). The physician elected to intervene by implanting a valiant captivia stent graft system (MFR report # 2953200-2011-01375); however; after the implant procedure, the patient experienced a very severe anaphylactic shock reaction and needed resuscitation, which was successful. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak. Results and conclusion: (cause of type iii endoleak is unknown).